Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose level was over 590 mg/dl at time of incident and 400 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was not active. Customer expressed symptoms of abdominal pain. Customer treated with bolus. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.